Manufacturer narrative:
The pump alarmed motor error and motion sensor test failure during the rewind due to an out of phase motor encoder signal. Unable to perform functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests or verify the error 70 alarms due to the motor error alarm. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was receiving motor error alarms. The patient wore the insulin pump during an MRI. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer mentioned that she had been unable to rewind the insulin pump due to motor error alarms. The insulin pump will be returned for analysis.